Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose on an unknown date was between 400-499 mg/dl with extreme drowsiness and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s basal delivery settings were recently changed by a healthcare provider. An intermittent power issue was reported; it was reported the issue began on (B)(6) 2017. No damage or moisture was reported. This complaint is being reported because the reported health event was attributed to an alleged device issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 12/02/2017 with the following findings: review of the black box revealed records from the date of the event had been overwritten due to continued patient use. Available data revealed unexplained power on reset dated (B)(6) 2017 at 12:19 with insulin delivery resuming at 12:35. The last recorded basal delivery was recorded on (B)(6) 2017. The battery cap returned with the pump was noted to be within the required specifications, intact without damage and able to properly secure to the pump. The pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Flow accuracy testing revealed the flow accuracy to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pumps interior components. Investigation did not duplicate the complaint and the pump was determined to be operating as intended and without malfunction.